Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used during a tissue acquisition procedure performed on (B)(6), 2010. According to the complainant, it was difficult passing the spybite biopsy forceps through the spyscope access and delivery catheter. The spybite was forced out and one cup bent back, snapped off and became stuck in the scope wall. The spybite biopsy forceps and the spyscope access delivery catheter were removed as a unit. The detached cup was removed from the scope. There was no damage to the spyscope access and delivery catheter. The procedure was completed with another spybite biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).